Event description:
Consumer called to report a low sugar reaction. Got a high reading (345), gave himself 3 units of insulin and had a low sugar reaction. Emt was called to his home and they treated him. Thinks the machine is not reading accurately.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.